Event description:
The customer reported to siemens (B)(6) 2013, that allegedly a bariatric female pt received third degree burns on her stomach and lower abdomen during a knee exam on the magnetom aera system. The pt was scanned (B)(6) 2012, however, notified the facility regarding the injury (B)(4) 2012. The pt was wearing her own clothes and was scanned using spine coil and body flex over knee. The exam was completed successfully; the pt did not use the squeeze ball or intercom to alert the operator of discomfort. Allegedly the pt provided pictures of the healed wound to the hosp risk mgmt. The pt was treated for her wounds by dr (B)(6) at (B)(6).

Manufacturer narrative:
The system was checked by siemens local service engineer, (B)(4). The involved unit and coils successfully passed quality assurance tests. The investigation is on-going. This report was submitted (B)(4) 2013.